Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 8th and 9th distal stent wraps with struts raised. Deformation was evident to the distal tip, with tip appearing uneven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to treat a lesion using resolute onyx drug eluting stent, to treat an extremely calcified circumflex lesion. There was no damage noted to packaging and no issues noted when removing the device from hoop. The device was inspected with no issues noted. Pre-dilation was carried out. The device did not pass through a previously deployed stent. It is reported that the stent got caught on calcium after failing to cross and became deformed. The lesion was dilated again and a new 3.0 x 18 resolute onyx device crossed. No patient injuries were reported.